Event description:
Customer reported unexpected negative reactions with cell 3 (homozygous fyb cell) of panocell-16, lot 28547 when testing with anti-fyb. The heterozygous fyb cells (used as positive controls) are reacting weakly positive.

Manufacturer narrative:
Presence of the fyb antigen was confirmed on retention panoscreen I and ii, lot 28551 and cell 3 of retention panocell-16, lot 28547. Not returned to manufacturer